Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge¿ balloon catheter was selected and advanced into the guide catheter. However, it was noted that the hypotube broke. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).